Manufacturer narrative:
An evaluation of the returned the trestle plate screw indicated the device was properly manufactured to design specifications. Visual, dimensional and functional inspection detected no anomalies. The trestle anterior cervical plating system is a temporary device used to stabilize the cervical spine during bone fusion development. It is intended for use in the anterior cervical spine (c2-c7). A primary feature of the trestle plating system is the proprietary zero step self-locking mechanism. While advancing the screw, the blocking slide will move medially. When the screw is fully inserted and the screwdriver removed, the blocking slide will return to the center position. Both the surgical technique and instructions for use state; the surgeon must take great care to properly position bone screw holes when using the variable drill guide and self centering awl. Excessively converging hole patterns may prohibit proper seating of the bone screws. Hole patterns angled beyond 9° may prohibit proper seating.

Event description:
During a post-op visit a patient complained of irritation and swelling. X-rays revealed one of the trestle plate screws had backed out of its proper location. The 4.0mm self drilling screw was removed without issue on (B)(6) 2011 and the remainder of the construct left in place serving its intended purpose. The trestle anterior cervical plating system was originally implanted on (B)(6) 2011.